Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Event date and explant date are year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a an unknown product. The reason for the replacement was not reported. No additional adverse patient effects were reported.